Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly. It was observed that a diode, designator cr30 on the therapy pcb assembly had shorted across pins 1 to 9. After this diode, designator cr30 was replaced, the device would charge defibrillation energy but when the shock button was pressed, a diode, designator cr44 on the therapy pcb assembly shorted and caused a hole in the therapy pcb assembly. This diode, designator cr44 is the likely cause of diode, designator cr30 becoming shorted.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers would not provide a defibrillation shock. The customer had sent their device to the third-party service agent after observing that the device's service led illuminated during a test. There was no patient use associated with the reported event.